Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 02/2023).

Event description:
It was reported that during a recanalization procedure of a calcified target lesion, the tip of the catheter allegedly detached after 180 seconds of activation. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. It was noted there was material separation on the distal tip to the outer catheter, but still attached to the core wire. The marker band is present and undamaged. Based on the findings, the investigation is confirmed for the reported material separation issue as the distal tip was separated from the outer catheter. A definitive root cause for the reported material separation issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 02/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure of a calcified target lesion, the tip of the catheter allegedly detached after 180 seconds of activation. The procedure was completed by using another device. There was no reported patient injury.